Manufacturer narrative:
Correction : please retract this report 2017865-2024-39098 as there was no allegation of malfunction on the device.

Event description:
It was reported that the pacemaker and right atrial (ra) lead had noise problem. No intervention was performed. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.